Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient lifts heavy boxes for work. This may have caused the right atrial lead to fracture. During and unrelated procedure, the lead was capped and replaced. No further information was available.